Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. When asked what the circumstances that led to the return of symptoms after surgery and the stimulation being too high the patient reported that they called because they could not bring up the screen on the programmer, and it was not too high. This contradicts previously reported information. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient that after an unrelated minor surgery the day prior to the call, when the patient got home it seemed like the therapy wasn¿t working. The patient clarified that they noticed a return of symptoms. While on the call, the patient synced with their programmer and it showed the stimulation was on. The patient increased the stimulation during the call but stated it was too high so they decreased the stimulation. There were no further complications reported/anticipated.